Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(4)). The output voltage of the returned battery, measured from the output pin, was 0 v. The battery was connected to a test system controller and power module/system monitor, and a backup battery fault alarm activated, reproducing the reported event. The battery did not accept charge from the controller. The test controller was connected to a test pump without any issues and was then disconnected from external power; the returned backup battery did not provide power to the system, resulting in the pump stopping. The outer casing of the battery was removed for evaluation of the internal components. No physical damage to the external or internal components of the battery was observed. The battery voltage was measured directly from the battery cells, revealing that the battery had approximately 11.9 v of charge. Circuit analysis performed on the printed circuit board (pcb) of the returned backup battery revealed that component u41 was damaged and did not output a proper signal. Provided information stated that the serial number of the controller used at the time of the event was (B)(4); this controller is evaluated under MFR# 2916596-2021-06709. The root cause of the reported event was determined to be a damaged component on the circuitry of the backup battery. Incidental finding: damage to the circuitry of the printed circuit board (pcb) the device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿, explain how to replace the system controller backup battery. These sections also inform the user of how to maintain the backup system controller¿s readiness by fully charging the backup controller¿s backup battery and performing a self-test every six months. Heartmate 3 instructions for use (IFU) section 4, entitled ¿system monitor¿, under ¿system controller information¿ provides instructions on how to access the backup battery usage records, which includes that the backup battery has a shelf life of 24 months. Section e, entitled ¿symbols¿, indicates that the label on the backup battery indicates the ¿use by¿ date of the product. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the backup battery of the system controller was connected to be recharged during a patient visit, the backup battery fault alarms occurred. The backup battery was replaced.